Event description:
Information was received from multiple sources (manufacturer representative, healthcare provider, clinical study) regarding a patient who was implanted with an implantable neurostimulator (ins). It was reported that the patient went to their general practitioner as they thought they had a wound infection. The event was not related to the patient's device/therapy; there was a causal relationship between the event and surgery/anesthesia. The patient was given 7 days of 500 mg of amoxicillin 4 times per day, and this resolved the infection. There was no sign of infection on (B)(6) 2018, and the issue was noted as being resolved without sequelae on (B)(6) 2018.

Manufacturer narrative:
G2: the country of origin is the united kingdom. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.